Event description:
Report received of an overdelivery. The pump was programmed to deliver 12 doses of an unspecified amount of oxacillin every 4 hrs over a 48 hr period, container size of 240ml. During the last dose, the pump alarmed proximal occlusion and the container was reported empty earlier than expected. The volume infused displayed on the pump was unk to the reporter. The customer reported no adverse pt effects. Though requested, no further info was available.